Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that six weeks after the pacing system implant one low-voltage lead "wasn't connected" to the implantable pulse generator (ipg). The lead and ipg remain in use. No patient complications have been reported as a result of this event.